Event description:
Reportedly the pt was returned to the or due to wound dehiscence at the suture line. The pt was resustured with a non absorbable surgipro suture without complications. The clinical unit was discarded.